Event description:
Biopatch disc was in place at site of central line, in keeping with our policy for routine central line care. Wound was noted to develop eschar (consistent with chemical burn) at the site of the biopatch. Biopatch removed, wound did not heal sufficiently quickly so central line discontinued and replacd at new location.